Event description:
The event is reported as: the customer alleges that the cuff of the endotracheal tube would not inflate after the patient was intubated. The customer reports that endotracheal tube was left in place for the transfer to the trauma unit. It is reported, via customer, that the patient did not suffer any further complications due to the failed endotracheal tube.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, hvt, 8.0, nova plus, lot #01f1100318 was manufactured on 06/22/2011. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend similar complaints.